Event description:
Information received by medtronic indicated that the insulin pump started beeping when customer went in water with it. Customer stated insulin pump had a huge crack on battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Sw unknown. Retainer ring = black . Customer returned pump for an alleged moisture exposure and crack at the back of the battery compartment found event date sept. 6, 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4).